Event description:
Pt had a near complete cto of the rca extending from mid-prox rca to the bifurcation of the pda/pl. Prior stent placed at the very distal segment of the rca to the bifurcation. Possible subintimal tracking with re-entry prior to distal stent. Physician belief that subintimal re-entry in stent strut segment. Difficulty advancing mc over mongo. Physicain switched out to pilot 200, wire was able to advance. Wire married to the mc at this time. Xs and pilot 200 removed, physician noted the tip look shredded. Per dr. Kourany, "a sliver of the tip was left in the subintimal space. I believe the tip was deformed passing through the existing stent struts."